Manufacturer narrative:
The hillrom technician found multiple issues with the lift; a bad electrical card, the emergency button missing, batteries are not holding a charge, and the hand control buttons are sticking all in which needed to be replaced. According to hillrom's periodic inspection for liko overhead lifts (3en191001, rev. 2), the emergency stop function should be checked at least once every year. In the document it is stated under section 5: check that the emergency stop (a) cord is secured properly and have no damage (if applicable). Activate the emergency stop button (b). Verify that it holds and locks in the activated position. With the emergency stop activated, check that the motor does not operate when the hand control buttons are pressed. Deactivate the emergency button. Verify that the button releases from the activated position into the deactivated position. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hillrom service technician replaced the electric card, batteries, and hand control to resolve the issue. Based on this, no further action is needed.

Event description:
Hillrom received a report from the account stating that lift needed to be repaired. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).